Event description:
It was reported that the pump was replaced due to eri (elective replacement indicator) that was to occur in less than 1 month; no device malfunction reported. No patient injury. Patient outcome following replacement was noted as recovered without sequela. Drugs delivered via the device were dilauidid, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4). Returned for analysis was the pump returned for analysis that concluded a ¿pump head over infusion/ insufficient pump tube occlusion¿. During testing (dispense and infusion accuracy testing) the pump displayed over infusion with odd graphing. Further testing revealed a leakage past pump head rollers when the pump was programmed to a stop. A need for further testing was concluded and was being carried out. A follow-up report will be set once the additional testing is completed.

Manufacturer narrative:
Destructive analysis of the pump was finished in march 2016. No significant anomalies were noted during destructive analysis. The testing started sometime in september 2015. After removal of the outer shield, the pump was sent for internal vapor analysis (iva), returned, and tested multiple times for dispense accuracy under negative pump chamber pressure. The pump was computed tomography (CT) x-rayed at various times during the testing. The outer shield was removed and hole and luer fitting was added to the inner shield. The previous analysis result did not change.